Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer re-loaded to resolve the issue. Additionally, the insulin gauge was inaccurate. The customer continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose (bg) level was 495 mg/dl with nausea and fatigue. Cause of high bg was unknown. Recommendation was made to consult with a healthcare provider regarding diabetes management.